Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with 200cc mentor memorygel breast implants. An MRI on (B)(6) 2019 identified a bilateral rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On april 8, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the sample, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Additionally, a tear was observed in the same view measuring approximately 2.0 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet: "do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture". Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update regarding the events submitted in the initial report. The patient was diagnosed with bilateral capsular contracture (baker grade unknown). After their explantation, the patient replaced with 350cc mentor memorygel breast implants (catalog number 3503504bc, left-sided serial number (B)(6), right-sided serial number (B)(6)). Reason for device explant and/or reoperation: capsular contracture. Manufactuer's reference number: (B)(4).